Event description:
A certified diabetes educator (cde) reported that this patient had two v-go's fall off. One was worn on the thigh, the other was on the abdomen. Patient was working outdoors and sweating. The cde could not say how many hours they were on before they fell off.